Event description:
It was reported that patient underwent total hip arthroplasty in 2007. Subsequently, acetabular component rotated and revision procedure was performed one and a half months later.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. The following user facility info is available. Other- examination of returned device found no evidence of product non-conformance.